Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic root thrombus, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The account reported that the patient had developed an aortic clot. It was later specified that the clot was an aortic root thrombus which was not related to the pump or outflow graft. Instead, the thrombus was thought to be related to the aortic valve not opening at all and no flow going through the left coronary ostia due to the patient¿s tight coronary artery disease. Full anticoagulation was started. Multiple attempts were made to obtain additional information; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed an aortic clot. The aortic root thrombus is not related to pump or outflow graft, but probably related to aortic valve not opening and no flow going through left coronary ostia due to tight coronary artery.